Event description:
It was reported to boston scientific corporation that an ultraflex esophageal proximal release stent was used during a stent placement procedure performed on (B)(6) 2013. According to the complainant, the patient anatomy was not tortuous and the stricture not dilated prior to the stent placement. During the procedure, the physician attempted to deploy the stent across the stricture but when the stent was almost fully released the deployment suture ¿snagged¿. The physician applied force to attempt to finish releasing the stent but the stent was unable to be deployed. The physician inspected the stent position with the scope and noted that the stent was proximal to the stricture. According the physician, the stent was moved out of position by the vigorous pulling on the deployment suture. The partially deployed stent was removed from the patient using forceps. The procedure was completed with a wallflex esophageal stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a visual examination of the returned device found that the stent was fully deployed and fully expanded with no profile issues. The deployment thread was not returned. There were no issues noted with the catheter shaft. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal proximal release stent was used during a stent placement procedure performed on (B)(6) 2013. According to the complainant, the patient anatomy was not tortuous and the stricture not dilated prior to the stent placement. During the procedure, the physician attempted to deploy the stent across the stricture but when the stent was almost fully released the deployment suture ¿snagged¿. The physician applied force to attempt to finish releasing the stent but the stent was unable to be deployed. The physician inspected the stent position with the scope and noted that the stent was proximal to the stricture. According the physician, the stent was moved out of position by the vigorous pulling on the deployment suture. The partially deployed stent was removed from the patient using forceps. The procedure was completed with a wallflex esophageal stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.